Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to infection. The customer also reported that she received a no delivery alarm. The customer's blood glucose was over 300 mg/dl at the time of the incident. The customer stated that the site had infection and red bumps. The customer stated that she was hurt when inserting, wearing and after removal of site. The customer was advised to properly clean the site. The customer was instructed how to clean the site. The customer was advised to discuss other options with health care professional. The customer performed plunger push and the insulin did exit. The customer performed manual prime and no delivery did not alarmed. The insulin pump will not be returned for analysis.